Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013.

Manufacturer narrative:
Additional information received from the electrophysiologist noted the cause of death as respiratory failure and multiple myeloma.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 implantable pacing lead implanted: 2013 (B)(6). (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from a histologist with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately three months post implant of the ipg. The cause of death has been requested and not received.